Event description:
I have a new CPAP machine, the resmed airsense 11, and have been having problems with dry mouth. When I spoke to the distributor about that, they increased my humidity, but that caused rainout. My doctor recommended I get a hose cover and report the issue here as she says there is something wrong with the machines to cause rainout.